Event description:
Reportedly, the device would intermittently display connect electrodes, interrupting analysis of pt ECG. Device use was successfully continued and analysis of pt ECG were completed. The device rendered successive no shock determinations. Pt outcome was not reported.